Manufacturer narrative:
D9 - date returned to mfg on 4/8/2024. Received two photos showing the clave separated from the trifurcated connector. Received eight new 011-h1367 for inspection. No defects or anomalies noted. Each clave bond was tested for bond integrity per product specifications. Each bond passed performance expectations. The reported complaint could not be confirmed on the returned samples but can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however a sister sample from the same bath and photo will be provided by the customer. The investigation is pending.

Event description:
The product involved is a 28 cm (11") set ambrato per infusione 2 clave® connector, perforatore con filtro where the customer reported that during the connection of the second drip (carboplatin) to the second way of the amber infusion set, the connection clave came off. The device was at first use and the customer has also stated that there were no clinical consequences. Additionally, the customer stated that this event didn`t lead to a delay in therapy, no need for medical intervention, there was a minimum leak of the drug, the drug hasn`t been replaced. The patient was not exposed, and the operator had personal protective equipment. The procedure was followed even if it was only a minimal loss. There was no blood loss or bleed back. The spill kit was not used. The infusion set was replaced, and therapy resumed. The patient¿s condition before and after the event was normal. There is patient involvement, no adverse event human harm.